Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy on (B)(6) 2016. The patient was having trouble with the implant and thought that the implantable neurostimulator (ins) was off. The patient clarified that by trouble they meant they had a return of urinary symptoms. The patient was traveling and walked through the ¿airport security thing¿ and didn¿t think about it because they were with a group of people. The patient thought that the security thing turned their ins off. The patient didn¿t have the programmer to check the ins status as they had lost it. The patient was worried about not having the programmer to turn the implant on. The patient moved so they didn¿t see their health care provider (hcp) as they were far away. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient who stated that a manufacturer representative reset her stimulator and it has worked well this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.